Event description:
It was reported the maternal heart rate was interpreted as the fetal heart rate. The fetal monitor was connected as the patient was waiting for delivery; however, the maternal heart rate and blood pressure was not measured using the same system. The monitor recording paper (ctg) displayed 'ccv ? On all measurements and alarm was generated via ctg measurements. A check by the physician in the morning indicated the fetal heart rate had dropped so the patient was scheduled for a c-section at 3pm. An ultrasound was performed at 2:45 pm, revealing no fetal heart rate. The baby was delivered via c-section and resuscitation was performed for more than 20 minutes; however, the resuscitation was unsuccessful. It was determined the baby had passed prior to delivery. The staff was aware of the ccv (coincidence) functionality, but the mother was not monitored with the fetal monitor and there was no allegation of device malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Manufacturer narrative:
It was stated that the monitor recording paper (ctg) displayed 'ccv ? On all measurements and alarm was generated via ctg measurements. A check by the physician in the morning indicated the fetal heart rate had dropped so the patient was scheduled for a c-section at 3pm. An ultrasound was performed at 2:45 pm, revealing no fetal heart rate. The baby was delivered via c-section and resuscitation was performed for more than 20 minutes; however, the resuscitation was unsuccessful. It was determined the baby had passed prior to delivery. The staff was aware of the ccv (coincidence) functionality, but the mother was not monitored with the fetal monitor. The distributor (B)(4) interviewed the customer and provide the information and specification regarding the fm20/30 monitor, the customer acknowledged the incident was not related to avalon fm monitor. The customer stated that there was no allegation of device malfunction. Based on the information it has indicated the patient death was not related to the philips device, as stated by the healthcare safety manager. The customer was provided with information regarding the fm monitor and specifications. No further information was provided; therefore, the device operation was not able to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Due to the fact that this device didn't contribute to the death, this would not be a reportable event with philips based on when a parameter fails to measure the device is designed to generate and annunciate audible and visual patient alarms to alert the staff to a change in the patient condition. This would be immediately detectable to users during close observation as described in the product labeling, shipped with the device, and would prompt the clinical staff to attend more closely to the patient. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor if necessary. Not reportable.